Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope experienced an intermittent image interference and displayed an error code b31. There was no patient involvement.

Manufacturer narrative:
The device was returned to the regional repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective printed circuit board resulted in image interference and error code b31 (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.